Event description:
Started as pain in rib cage area, as it got worse, and infection was found in the t8 and t9 vertebrae resulting in a fracture of the t8. The infection was methicillin-resistant staphylococcus aureus resulting in 12 weeks of antibiotics a week after ending the antibiotics the infection came back and cause loss of strength and muscle control in my left leg. Currently undergoing rehab. Dates of tests unavailable but had a biopsy of the infection done about (B)(6) 2025. With sclera contact lenses.